Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the stylet was stuck in the left ventricular lead. The physician suspected it have been due to blood or the pushing force was too strong. The lead was not used an another was implanted. The patient experienced no adverse consequence.